Event description:
It was reported that during the implant attempt, the left ventricular lead was unstable in the vein and dislodged. The lead was then repositioned in a different vein and implanted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.